Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This file was originally submitted on 7/19/2024 however due to the crowd strike error the receiving server was down, and this file has now been resubmitted on 7/23/2024.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited nozzle clogging. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. The foreign material was not removed because the user possibly could not perform reprocessing properly due to leakage from scope cover. The instructions for use states the detection methods associated with the event in "cf-ez1500dl/I operation manual chapter 3 preparation and inspection." And the prevention methods in "cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.